Manufacturer narrative:
Based on the results of the device history record (DHR) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The device was received and reported lot number was confirmed from the packaging label. On visual/ microscopic inspection, an attempt had been made to shape the tip of the guidewire and a kink was also evident. The guidewire was returned loaded into the introducer 57.5cm from the distal end and 133.5cm from the proximal end. The guidewire ptfe coating was examined under magnification and there was no damage noted to the ptfe at the distal end of the introducer but the ptfe was peeling/peeled off in multiple places along its proximal section from 0.2cm to 133.5cm from the proximal end. Flakes of ptfe were present in the introducer distal end. The hydrophilic coating was hydrated and inspected and there was no anomaly noted. The core wire distal end was observed through the distal tip dome. A functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire and prepared as per IFU, there was no resistance encountered removing the guidewire from the dispenser hoop, the reported issue occurred as it was being introduced to the access sheath through the provided introducer, continuous flush was maintained throughout the procedure. Analysis of the returned device found the ptfe was loaded into the guidewire. The tip of the guidewire was shaped and kinked. The ptfe was peeled off or peeling between approximately 0.2cm to 133.5cm from the proximal end. Flakes of ptfe were present in the distal end of the introducer and is consistent with damage caused by back loading the guidewire into the introducer sheath. The as reported and as analyzed ¿guidewire ptfe coating peeling¿ in addition to the as analyzed ¿guidewire distal end kinked/bent¿ has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that coating of the subject guidewire stripped off as it was going through the guidewire introducer. There was no patient involvement. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that coating of the subject guidewire stripped off as it was going through the guidewire introducer. There was no patient involvement. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.